Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the pump was not giving enough insulin. The customer¿s blood glucose level was 14.9 mmol/l, 14.3 mmol/l and 9.3 mmol/l. The customer programmed bolus and entered a false carbohydrate amount so the insulin pump would gave her more insulin for her correction. When she previously attempted to deliver a bolus using the bolus wizard, the insulin pump did not allow her to deliver the insulin due to her active insulin at the time. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.